Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe leaked during use. This occurred on 4 occasions but no date/time or patient information was given. The following information was provided by the initial reporter: during the washing of cvc and PICC, liquid (saline) came out from the back of the syringe perhaps due to an ineffective sealing of rubber. All affected syringes were from the same lot and from the same pack.

Manufacturer narrative:
H.6. Investigation: DHR reviewed as performed. The non-conformances were reviewed for this batch and there was no record of non-conformance associated with this batch. The samples received do not confirm leakage past stopper. A root cause is unassignable in this case.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe leaked during use. This occurred on 4 occasions but no date/time or patient information was given. The following information was provided by the initial reporter: during the washing of cvc and PICC, liquid (saline) came out from the back of the syringe perhaps due to an ineffective sealing of rubber. All affected syringes were from the same lot and from the same pack.